Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported the pt was hospitalized due to ongoing heart problems and possible placement of pacemaker. On (B)(6) 2014, the pt's daughter had come to take him to the hospital for an appointment/procedure and needed assistance because she was not able to remove the cassette from the cycler. The pt was not having symptoms at the time of treatment. The nurse also stated that this was not related to the cycler. Medical records have been requested.